Manufacturer narrative:
Some of these events were also reported in the following article: blomstedt p, et al. "Hardware-related complications of deep brain stimulation: a ten year experience." Acta neurochir (wien) 2005; 147: 1061-1064. This report is being filed under exemption.

Event description:
P. Blomstedt, et al. "Are complications less common in deep brain stimulation than in ablative procedures for movement disorders" stereotactic and functional neurosurgery." 2006; 84(2-3): 72-81. The article describes side affects and complications in a retrospective study of 129 dbs procedures for the treatment of tremor and parkinsons disease symptoms. Reportable events: dbs lead (n=1) - one pt had a post operative intracranial bleed. Dbs lead (n=4) - two pts (bilateral stim) had post-operative subjective deterioration of memory. Dbs lead (n=2) - one pt had severe confusion and became permanently demented. Dbs lead (n=1) - one predemented pt became severely demented after right sided pvp-dbs. Dbs lead (n=6) - six unilateral vim-dbs pts experienced post operative confusion. Dbs lead (n=2) - two pts had transient dysarthria after unilateral pallidal dbs. Dbs lead (n=2) - one bilateral stn-dbs pt experienced post operative confusion. Dbs lead (n=8) - four bilateral stn-dbs pts. Had post-operative hypophonia. Dbs lead (n=1) - one unilateral pvp-dbs pt experienced post operative confusion. Dbs lead (n=2) - one bilateral stn-dbs pt experienced postoperative depression which was preceded by a phase of euphoria. Dbs lead (n=2) - one bilateral stn-dbs pt experienced mild postoperative depression. Dbs lead (n=1) - one pt experience permanent hypophonia after unilateral pallidal dbs occurred. Dbs ipg (n=4) - four cases of mild rebound of symptoms occurred with vim stimulation. Dbs ipg (n=7) - seven pts had moderate post-operative rebound tremor after vim stimulation. Dbs ipg (n=2) - two stn-dbs pts had rebound tremor. Dbs lead (n=10) - ten pts experienced severe rebound. Dbs lead (n=2) - hypersalvation occurred in pt after bilateral stn-dbs. Dbs lead (n=4) - blepharospasm occurred in 2 bilateral stn pts. Dbs lead (n=1), dbs ipg (n=1) - one report of a dbs lead breakage secondary to infection. Dbs lead (n=1) - one thalamic dbs pt had a seizure 7 days after initial surgery. Dbs lead (n=7) - seven pts experienced lead fractures. The breakage occurred at the place where the electrode enters the connection cable. Dbs ipg (n=4) - four pts experienced lead migrations. The dbs electrode position was corrected under fluoroscopic guidance. Dbs ipg (n=3) - three pts experienced device malfunctions. The devices were replaced. Dbs ipg (n=1) - one pt presented with an infection. Dbs extensions (n=2) - two pts experienced erosions + infections that occurred over the connection between the cable and the intracerebral electrode. Dbs ipg (n=2) - two pts experienced sporadic switching off of the stimulator due to external interference that resulted in an acute deterioration of the pts. Lead (n=3), neurostimulator (n=1) - one pt presented 15 months after surgery with an erosion over the connection on the calvarium. This was revised and the pt was treated with antibiotics. The erosion recurred two months later and had to be re-revised. After 18 more months, the pt returned with a large erosion over the connection area and the whole dbs system had to be extracted.